Manufacturer narrative:
Concomitant medical products: product type: programmer, physician. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) filled the pump, and updated the pump, but forgot to enter the new concentration and program a bridge bolus. The hcp was walked through simulating the bridge bolus using the prime bolus feature. The pump system was being used to infuse baclofen (unknown). There were no patient symptoms or outcome reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.